Event description:
It was reported by a customer on (B)(6) 2011, during the procedure, when the patient was under narcose on the table, the customer booted the laser system and error messages 621 and 523 occurred.